Manufacturer narrative:
The facility has discarded the product, it is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. There is not any substance used during the assembly of the pack. Since the tubing or suspected oil was not returned, we can not perform an analysis of what it is comprised of. Additionally there have not been any other complaints of this nature reported, this is considered to be an isolated incident. Complaints of this nature will continue to be monitored. This report is related to the event reported on MDR 1920664-2014-00105 and 00106.

Event description:
A report was received from a user facility (B)(6) stating the doctor noticed an oil substance or residue droplet in the patient's eye during post-op examination. The patient had no previous history of vitrectomy or silicone oil use. The doctor speculated the tubing could be the source of the residue. The oil droplet is positioned in the front of the fovea affecting the patient's vision. At this time the oil droplet remains in the eye. A follow up examination will be performed to determine if additional treatment is required.